Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, a (B)(6) year old male patient underwent tevar with a graft from an other manufacturer. The physician had a plan to place the graft just below the left common carotid artery with covering the origin of the left subclavian artery. However, because the valiant was placed slightly more distally than planned, he decided to place zta-de-46-97-w1/ e3998845 additionally in the proximal side. There was no calcification or tortuosity in the access route and the diameter of the vessel was approximately 8mm. The patient was suitable for the procedure. The physician advanced the delivery system of zta-de-46-97-w1/ e3998845 by right approach though, he felt resistance near the cia and could not advance it further. He decided to abandon the additional stent graft placement to avoid a risk of damaging the access route. Since decrease of pressure by having placed the valiant was observed, any replacement device with the zta- was prepared and the procedure was completed with no further treatment. Patient outcome: no harm to the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4) cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event corrected according to additional information received (B)(6) 2020. Corrected sentence: "any replacement device with the zta" changed to "no replacement device with the zta as below: on (B)(6) 2020, a 79-year-old male patient underwent tevar with medtronic's valiant navion straight 46-212. The physician had a plan to place the valiant just below the left common carotid artery with covering the origin of the left subclavian artery. However, because the valiant was placed slightly more distally than planned, he decided to place zta-de-46-97-w1/ e3998845 additionally in the proximal side. There was no calcification or tortuosity in the access route and the diameter of the vessel was approximately 8mm. The patient was suitable for the procedure. The physician advanced the delivery system of zta-de-46-97-w1/ e3998845 by right approach though, he felt resistance near the cia and could not advance it further. He decided to abandon the additional stent graft placement to avoid a risk of damaging the access route. Since decrease of pressure by having placed the valiant was observed, no replacement device with the zta- was prepared and the procedure was completed with no further treatment. There have been no adverse effects to the patient reported. Patient outcome: no harm to the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: as per the reported information, after implant of a medtronic device the physician advanced the delivery system of the zta-de-46-97-w1 (complaint device). The physician felt resistance near the right common iliac artery (cia) and could not advance the device further, and device placement was abandoned. Since decrease of pressure by having placed the medtronic was observed, no replacement device for the zta was prepared and the procedure was completed with no further treatment. It is reported that there was no calcification or tortuosity in the access route and the diameter of the vessel was approximately 8mm. The patient was suitable for the procedure. The physician has additionally noted that it felt as if the device had caught on something during insertion of the delivery system. There have been no adverse effects to the patient reported, and the patient recovered. In relation to the current event, the package insert provides following instructions: stop and do not continue advancing the wire guide or any portion of the introduction system prior to removing causes of resistance if resistance is felt during advancing the wire guide or any portion of the introduction system. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.; vessel, catheter, or graft damage may occur. A zta-de-46-97-w1 without peel away, shipping stylet and protection tube was returned for evaluation. As per evaluation biomatter was present on the device. The hydrophilic coating on the sheath and uat tip was activated with water, and coating was confirmed. The device was slightly curved. No damages or sign of misuse noticed. The dilator tip to sheath tip length measurement was not as per specification but could likely have been influenced by the impeded advancement of the device during the procedure. The cause for the reported failure cannot be determined, based on the product evaluation. The sheath tip to dilator tip distance measure is inspected during manufacturing, and a review of the device history record for the complete device and relevant subassemblies provided no indications of the device being produced outside of specifications. It is possible as the customer noted, that the device had caught on something during insertion of the delivery system. However, based on the reported information and product evaluation, the conclusion for the reported advancement difficulties is cause not established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.